Event description:
C-cc-pa - packaging damaged or out of spec; it was reported that a hole was observed in the packaging before use. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. The tray was returned sealed and on the bottom of the tray there is a hole in the plastic. The broken piece is not in the tray.